Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in india as follows: it was reported that the set screw of tfna nail was not locked during the surgery. The surgeon has tried several times but set screw was rotating not locked. There was a 10min surgical delayed due to the reported event. No patient consequences. The procedure was completed successfully. This complaint involves two (2) devices. This report is for one (1) tfna fem nail ø10 le 130° l360 timo15. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3 h4 h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument manufacturing date: 13-may-2022 expiration date: 01-may-2032 part number: 04.037.057s, 10mm/130 deg ti cann tfna 360mm/left ¿ sterile lot number: 802p066 (sterile) lot quantity: 6 production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071283 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 22486 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 780p959 lot quantity: 396 four pieces were scrapped in cell at op #50, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet ns673827 rev a met all inspection acceptance criteria apart from the four pieces noted. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 797p924 lot quantity: 112 production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns673829 rev c met all inspection acceptance criteria. Device history review: 03-may-2023: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.